Manufacturer narrative:
For the reported event, a ge healthcare service representative performed a checkout of the equipment and confirmed the reported event. The mylar flap of the expiratory flow sensor was stuck to the top of the flow sensor housing. The flow sensor was replaced, and the unit was returned to service.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1009-9000-000 anesthesia gas machine displayed incorrect tidal volume. The report was received from a single source. The reported event involved a patient. There was no patient information available.